Manufacturer narrative:
Upon disassembly for visual inspection evidence of a thermal event was found on the rear motor assembly.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer it displayed a bias current when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.